Event description:
On (B)(6) 2022, the patient underwent laparoscopic appendectomy. During the operation it was found that a clip could not be closed properly and completely. The surgical progress was not affected and the patient was not affected after the immediate replacement.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 3/cart 42/box lot# 73j2000648 was manufactured on 09/23/2020 a total of (B)(4). Pieces. Lot was released on 10/05/2020. DHR investigation did not show issues related to complaint. P/n 544233 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok ml clips 6/cart 84/box, lot# 73a2200601, the samples were functionally inspected, and during the test issue reported "clips not closing/locking" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
On (B)(6) 2022, the patient underwent laparoscopic appendectomy. During the operation it was found that a clip could not be closed properly and completely. The surgical progress was not affected and the patient was not affected after the immediate replacement.